Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the user's report was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that an internal electrical component failure ultimately caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a power supply failure. There was no patient involvement.